Manufacturer narrative:
(B)(4). Batch # m90k34. Additional information received: harmonic scissors was connected to generator and passed pre-run test. During the procedure the surgeon observed a loss of coagulation power and generator started new initialization of the device permanently. Surgeon decided not to use a new device but to finish the procedure conventionally by laparotomy. The convert to open was due to the preference of the surgeon, not due to an emergency situation. The handpiece was received in good physical condition. It was connected to a generator, evaluated with a test instrument and was found to be non-functional. The instrument was disassembled to inspect the internal components. The moisture indicator was positive. The handpiece has a number of seals to prevent fluids from entering the housing. "Positive moisture indicator¿ describes a condition where water enters the handpiece cavity during the steam sterilization process. The primary path of ingress is the distal seal, this may be caused by a reduction of the compressive force on the distal seal. However no definitive root cause could be drawn. It is probable that the ingress of moisture affected handpiece functionality. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, generator showed error code: reduce pressure on blade. Handpiece was used with the disposable-device, loss of power, steam sterilisation. Cleaner: neodisher mediclean forte. No further information is available. It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported.